Manufacturer narrative:
This report is submitted on july 9, 2018.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the magnet after undergoing an MRI (1.5 telsa).